Event description:
It was reported this inflatable penile prosthesis (ipp) was not working properly due to fluid leakage. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Event description:
It was reported this inflatable penile prosthesis (ipp) presented fluid leakage. The device was explanted and replaced. No patient complications were reported.